Manufacturer narrative:
Evaluation summary: analysis results indicated physical evidence associated with user error. The analysis results found that the 6tb45 device was returned in good conditions, a cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was fully fired and the left side was 1/2 fired. The cartridge was disassembled to verify the condition of the internal components and the spring cartridge lockout and 4 drivers were found damaged. In addition, the cartridge deck was found damaged, the damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens, the cartridge gets indented; therefore, there is not enough space for the sled pushing the driver to continue it's run, this is the reason why the sled gets damaged. When the mechanism is forced, the wedge band will bypass the sled, as stated in the IFU. "If resistance is felt, stop and replace the cartridge." The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties, the staple line was complete and the staples were not to have proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected. We have documented the circumstances as they were reported to us. In addition, complaint information.

Event description:
It was reported that during an appendectomy procedure, the device would not release on tissue, they did complete the case with a like new device after they removed the first device manually. There was no patient consequence reported.